Event description:
Same case as MFR #: 214265-2014-07985. Reportable based on analysis completed on 11/18/2014. It was reported that the coil could not be repositioned. The patient was undergoing a renal aneurysm embolization procedure. Both an 8mm x 20cm interlock¿-35 & a 10mm x 20cm interlock¿-35 were attempted to be implanted. However, with each of the coils the physician was not able to adequately reposition in the lesion. Both coils were able to be retracted into the catheter and removed. The procedure was completed with another coil and no patient complications were reported. The patient¿s status was stable. However, device analysis revealed a missing interlocking arm and the number of fiber bundles below specification.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Only the coil was returned for analysis. The coil was noted to be extremely stretched and kinked and the interlocking arm of the coil was not returned. The fiber bundles were free from blood. Microscopic inspection revealed the coil zap tip shape and surface was smooth. The dimensions that could be measured were found to be in specification except for the number of proximal fiber bundles which was below specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).